Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR. Report# 3006705815-2019-00313. It was reported the patient's lead migrated after a fall in 2017. The issue was confirmed via CT scan. The patient underwent surgical intervention on (B)(6) 2019 where the leads were repositioned. Effective therapy has been restored.